Event description:
Information was received that a smiths medical cadd legacy plus pump had unresolved no disposable clamp tubing alarm. Pump powered off and back on, alarm returned. Pump powered off and cassette removed. No air bubbles identified. Tubing massaged and cassette reattached. Pump powered on and attempted to restart but no disposable alarm returned. Pump with 23.8 ml remaining in reservoir. No adverse patient effects were reported.